Event description:
It was reported that upon interrogation high hv lead impedance was observed. A small amount of noise was observed during isometric activity. The hv lead impedance returned to normal limits and the lead remains implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.